Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention (exact date unknown) wherein the ipg was explanted. No further information is known at this time.

Manufacturer narrative:
The exact date of the explant is unknown.

Event description:
Follow up information received that the patient's ipg was explanted in 2017 (exact date unknown). The lead remains implanted.